Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, microscopic inspection and the continuity testing showed some electrical open wires were found on the returned lead. The cause for the event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempt was made to obtain complete device (implant date) information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Imagining confirmed lead fracture. As such, surgical intervention took place wherein the entire system was explanted to address the issue.